Manufacturer narrative:
Submit date: 9/06/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the catheter implantation was completed. During blood return, blood leakage was found at the clip of the venous port. The surgeon removed the catheter and replaced with another one.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The product sample was returned for investigation, it consisted in a qplus catheter was received inside a generic plastic. The catheter presented signs of use (remains of blood). Visual inspection was performed and it revealed a pinhole on the extension venous. The extensions did not present others marks. Additionally, the clamps were reviewed and as result did not were found defects or irregular. In order to confirm the issue reported the sample returned was submitted to underwater test, bubbles were detected; they were coming out on a pinhole of extension of catheter, from the lumen which corresponds to the venous extension. The lumen related to the arterial extension did not show bubbles during the test. In addition, the pinhole was magnified and it was observed pinhole irregular. An ishikawa diagram was used to determine the potential causes for this event. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications. Moreover, 100% devices are inspected for leaks or cuts in the extensions per procedure; therefore the most probable root cause can be considered as misuse; this issue was more likely damaged during use caused due to the inappropriate use of sharp objects, repeated clamping or other similar damage. The evidence provided is enough to discard the manufacturing process as a potential cause. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.